Event description:
On 5/19/92, rptr had disc removed and fusion with bone from hip and hardware and screws attaching the vertabrae. Rptr takes flexeril, darvocet-n100 and tylox as needed for pain, and needs a body brace. He had 3 months of therapy.